Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set was blocked and would not flow. The following information was provided by the initial reporter: the secondary medication was blocked and would not infuse.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported that the spine unit has had issues of secondary medications not fusing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11448964 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ secondary set was blocked and would not flow. The following information was provided by the initial reporter: the secondary medication was blocked and would not infuse.